Event description:
According to the reporter, during an ankle (pilon) fracture procedure, surgeon was inserting the screw (02.226.760) and the screw broke mid shaft. Surgeon retrieved the broken fragment. The threaded screw shaft was left in the patients bone. Surgeon used another screw to complete the procedure with no further problems. No adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The shaft of the screw remains implanted. The shaft remains implanted, the retrieved part was discarded by the customer and the lot number in not available. Therefore no further investigation is possible. Based on the report details and trend history, this file can be closed without further investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). (B)(6). Correct manufacturer information is synthes (USA) , (B)(4). Original awareness date is (B)(6) 2012.

Event description:
This is report 1 of 1 for complaint (B)(4).